Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Hyperglycemia was likely caused by repeated failed infusion sets leading to inadequate insulin delivery along the fluid pathway. Failure to follow the ketone action plan and replace the infusion set or resort to alternate therapy when experiencing prolonged hyperglycemia contributed to the severity of this event. The user has switched from the convatec inset teflon infusion set to the contact detach steel cannula infusion set.

Event description:
On 10/25/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event. On (B)(6) 2024 a beta bionics customer care agent followed up with the user and was made aware that the user was hospitalized. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user began experiencing hyperglycemia with blood glucose levels ranging from 300-400 mg/dl. The user changed their infusion sites multiple times but could not resolve the issue. On (B)(6) 2024, the user visited the ER, where they received IV insulin and switched to multiple daily injections (mdi). Their bg levels normalized and returned home the same day. The user resumed using the ilet on (B)(6) 2024 with assistance from a certified ilet trainer (cit) but experienced a rapid elevation in bg levels to the 400 mg/dl range. Usual troubleshooting steps, including site rotation, insulin expiration checks, and health status evaluation, did not identify any specific issues.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.